Manufacturer narrative:
The reported issue that the device was programmed using the wrong dosage and wrong unspecified medication resulting in an over infusion could not be confirmed; no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. Reported to be user programming. A review of the complaint review board (crb), reviewing october 2020 post-market data, did not find an increasing trend for the issue of programming error having breached a current 24 month z-score. Trending and reporting activities are performed by crb. Additional information added: add a1; (B)(6). Revise e2 from "no" to "yes" revise e3 from "n/a" to "pharmacist". Add e4 "no" correct g2 to remove "not provided." Correct g2 to remove "other" and add "health professional". Revise h10 to include investigation summary.

Event description:
It was reported that the nurse programed the device using the wrong dosage and wrong unspecified medication resulting in an over infusion.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Requested but not provided.

Event description:
It was reported that the nurse programed the device using the wrong dosage and wrong unspecified medication resulting in an over infusion.

Manufacturer narrative:
Additional information added to: revise g3 to 1/5/2021.

Event description:
It was reported that the nurse programed the device using the wrong dosage and wrong unspecified medication resulting in an over infusion.